Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected. It was reported that the issue occurred with multiple batteries from different packs. The reporter noted that the threads on the battery compartment and cap were stripped. No evidence of moisture or corrosion was noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 11/22/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was verified in the black box and duplicated in the evaluation. Review of black box data found multiple ¿replace battery¿ warnings. Moisture was observed in the battery compartment and the threads on the battery compartment were stripped. The returned battery cap had stripped threads, missing o-ring, and a worn coin slot. The returned cap was unable to tighten properly onto the pump. The pump failed to power up due to moisture damages in the battery compartment and the battery cap not able to maintain electrical connections. Using a test battery cap, the pump powered on with auditory and vibratory features. All the buttons responded properly. The electrical current draws were within specifications. A rewind/load/prime sequence and a 24-hour pump exercise were completed without incidences. A leak test did not show any leaks, and no evidence of moisture intrusion was found inside the pump when it was opened for further investigation.